Event description:
Patient reported pump unexpectedly returned to stop mode. Alert history was verified and did not show any recent error or warning. No adverse event reported. Requested return of the pump, battery, and battery cover for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.